Event description:
It was reported that during a device changeout procedure, it was noted that the outer polyurethane layer of the right ventricular (rv) lead appeared to be sloughing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead (B)(6) 2006; 419388 lead (B)(6) 2006; 3889-28 interstim urinary mgu lead (B)(6) 2013; 3058 interstim urinary mgu ipg (B)(6) 2013. (B)(4).